Event description:
It was reported that during a sleeve gastrectomy procedure, two devices locked out with black cartridges. The motor did turn on for both devices, but no tissue was cut and no staples were deployed. The manual release was used to remove the device from tissue and it worked as expected. Another device was used to complete the procedure. It was reported that the lock out did cause a brief delay in the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received for evaluation. An (B)(4) partially fired were returned. After further analysis the knife was noted to have a feature missing that can potentially result in the device locking out. No conclusion could be reached as to what may have caused the reported incident. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with an (B)(4) cartridge reload present. The cartridge reload was received fully fired. Furthermore, the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5f308, (mfg date 1/10/2012; exp date 12/10/2016).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric (antrum). Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st for both devices. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. 1st fire. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? None reported other than it would not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No manual release worked. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Obesity. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure? 1 month. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? No staples deployed. Was the staple line incomplete or did it exceed the cut line? Na. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.